Manufacturer narrative:
Additional narrative: additional device product codes: dzj and dzi. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Initial reporter address line: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that (B)(6) 2021, it was discovered at the distribution center that the shafts of the instruments were not able to be detached. There was no patient involvement. This report involves one (1) shaft for 90° screwdriver. This is report 7 of 12 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.505.003, lot 8213958: manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: october 07, 2021. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: a photo investigation was completed: according to pictures provided by the customer, different views of a shaft for 90° screwdriver were shown, however, the photo does not provide sufficient information related to the reported event and therefore no result can be obtained from it since it is not possible to perform a functional test based on the photos provided. Complaint relevant dimensional analysis could not be performed due to the analysis is based only on the photos provided. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The customer complaint was not confirmed. This investigation was performed based only on the photo provided. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.